Manufacturer narrative:
Additional information: sex: male expiration date: 2022-05-31, lot no: p7e0344x, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the excision was extended by no more than 2.5cm. When device locked on lung tissue, it was unable to be separated from the tissue, so an additional stapler was inserted posterior to the first. This maneuver aided in removing the stapler off of the tissue. A second firing was used to complete staple line. A larger wedge of lung tissue was needed to complete resection. Last known patient status was not the patient was schedule for chest xray and if okay should be discharged from facility.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats procedure, there was problem unloading the device - stapler reload could not be retracted, it was manually pulled back, it returned the knobs however did not return knife blade. There was poor staple formation and the distal staple line was incomplete. Also, the device locked on tissue. The patient hospitalization was extended. There was a temporary injury - incomplete staple firing on lung parenchyma. There was tissue damage. The excision was extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received engaged with the severely damaged subject reload f. The instrument firing knobs were advanced to the 30 mark and the articulation lever was articulated to the left. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The second instrument was received engaged with the subject reload. The reload was unloaded from the instrument without difficulty. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, sta ples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.